Event description:
Boston scientific crm received information that during this implant procedure, there was an acute cardiac tamponade.

Manufacturer narrative:
The physician performed a pericardiocentesis and the patient is doing good. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.